Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer¿s current blood glucose level was 125 mg/dl. The customer was treated with manual injections. The customer experienced symptoms such as thirsty and upset. The insulin pump will not be returned for analysis.